Event description:
The customer stated that he received a blood glucose reading that was higher than usual using his contour ts meter. During the call, he performed control tests and received a result of 358 mg/dl. The normal control range was 100-138 mg/dl. No adverse events were alleged. The test strips were returned for eval. Replacement test strips and a new were sent to the customer.